Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented with shortness of breath. The lead was found to have perforated through the pericardium. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.